Event description:
During testing by service center it was reported, "alarm sounder wires were town, causing the vent to shut down when the vent was fully assembled". Replaced the alarm sound to correct the failure mode.